Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and two mesh products were implanted. It was reported that the patient underwent recurrent hernia repair surgery and removal surgery on (B)(6) 2014 during which the surgeon noted that she could not identify the ilioinguinal nerve to protect it because there was so much scarring in the groin. She then dissected the external oblique off of the underlying mesh and cord, where there was quite a bit of scarring. The mesh had pulled out from the pubic tubercle to the internal inguinal ring. She removed that portion of the mesh from the floor of the canal. It was reported that the patient experienced severe pain, discomfort, nausea, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021 additional information: a2, b7, d3, g1 date sent to the FDA: (B)(6) 2021. Corrected information: d6a. Corrected b5 information: it was reported that the patient underwent hernia repair surgery on (B)(6) 2013, and mesh was implanted.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.